Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the cover screw fractured inside the implant and therefore the doctor had to remove the implant. The affected dental position is 31. The patient did not suffer any impact on his health and that the procedure was concluded with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One full osseotite® tapered implant 3.25 x 11.5mm (fnt3211) was returned for investigation. Visual evaluation of the as returned product identified the implant severely damaged, possibly from the removal process. Screw fracture could not be confirmed since, no fractured screw was returned nor could be identified in the drive feature. The cover screw is bundle together with the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth 31 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019 and biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2018112225). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018112225) for similar event using keywords fracture screw. And no other complaints were identified. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (fnt3211). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.